Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that at the beginning of the laser being used there was a loud pop and a hole was identified at the top near the handle end area. Once laser fiber was removed from scope it was in 2 parts but complete. Both fiber and scope were checked before usage. Procedure successfully completed and there were no patient complications.

Event description:
It was reported that at the beginning of the laser being used there was a loud pop and a hole was identified at the top near the handle end area. Once laser fiber was removed from scope it was in 2 parts but complete. Both fiber and scope were checked before usage. Procedure successfully completed and there were no patient complications.